Manufacturer narrative:
The device was requested for return and a replacement device was sent. An evaluation of the device on 12/04/2017 confirmed that this complaint is related to an issue identified on 01/19/2018 in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when the battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2017, a distributor reported to medela (B)(4) that the motion+ battery was completely empty after the user neglected to charge the device. When the device was connected to a power source and was working, the battery heated up extremely and the device started an audible notification.